Event description:
The customer reported that on (B)(6) 2011 elevated, false reactive, hepatitis a viral antibody igm (hav igm) and hepatitis b surface antigen (hbs ag) results were generated on an access 2 immunoassay system for one patient sample. This is report one of two and represents the initial, false reactive, hav igm result generated for one patient on (B)(6) 2011. The initial result was reported outside of the laboratory and while there were no reports of death or serious injury associated with this event, it is unknown as to whether there was a modification to patient treatment. Subsequent testing on the same instrument produced a lower, non reactive repeat result for the same sample. The customer was not experiencing any issues with other assays or patient samples during the event timeframe. The sample was collected in a serum tube with a gel separator and was centrifuged, at room temperature, prior to testing. Patient demographics and instrument quality control results were not provided by the customer.

Manufacturer narrative:
Beckman coulter assessment of customer supplied data indicated that an instrument assay calibration performed prior to the event generated acceptable results. Instrument routine system check results generated during the timeframe of the event met established specifications. A definitive root cause has not been determined to date for this event. MDR associated with this event: 2122870-2011-04482.